Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead had dislodged and the helix was failed to extend. The dislodgement was confirmed via x-ray imaging. As a result of the dislodgement, the patient experienced intermittent heart block. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.